Manufacturer narrative:
(B)(4). Batch # l53v41. The analysis found that the sc60a device was received with no apparent damage and with an ecr60w reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? The surgeon used a new device to cut the tissue to re-anastomosed the tissue. Did the jaws eventually open? In order to clean the device, after took out the device, hcp opened the jaw by unknown method. During which firing stroke did the event occur (1st, 2nd, 3rd, or 4th)? Unknown. The batch # provided, n53t3u, is for an ecr60b instead of the reported ecr60w. Please confirm the reload code and lot number. Pls refer to the sample which you received.

Event description:
It was reported that during a radical gastrectomy for gastric cancer procedure, the blade could not be returned and the jaw could not be opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.